Manufacturer narrative:
The customer's calibration and qc results were ok. There was no indication of a reagent issue. The investigation is ongoing.

Event description:
There was an allegation of questionable crep2 results for 2 patient samples on a cobas 8000 c 701 module. Patient 1: the initial result was 245 mol/l. The repeated result was 263 mol/l. On (B)(6) 2022, the repeated results were 190 mol/l and 78 mol/l. The sample was tested at a different laboratory and the result was high. The exact value was not provided. Patient 2: on (B)(6) 2022 the initial result was 825.3 mol/l the repeated results were 879.6 mol/l and 859.3 mol/l. On (B)(6) 2022 the repeated result was 97 mol/l. Another crep2 result of 101 mol/l, performed on (B)(6) 2022, was provided. It is unknown if this result was from the same sample. The results for each patient were reported to the doctor. The reagent lot number is 641942 with an expiration date of 28-feb-2022.

Manufacturer narrative:
The last calibration performed on (B)(6) 2022 in relation to patient 2 was ok. No calibration data related to patient 1 was provided. Upon review of the alarm trace, abnormal aspiration alarms occurred from on (B)(6) 2022. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The component code has been updated.

Manufacturer narrative:
The result of 78 umol/l was believed to be correct for patient 1. The result of 97 umol/l was believed to be correct for patient 2. The precision check results were within specification. The field service representative adjusted the gear pump.